Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received an inappropriate shock due to noise. Boston scientific technical services (ts) reviewed the episode. The noise appeared to be myopotential and likely muscle based. Noise was able to be recreated in clinic on all vectors. An invasive procedure was performed and it was noted the electrode was in a suboptimal position. During the revision procedure the electrode was damaged, therefore this electrode was explanted and a new electrode was implanted. No additional adverse patient effects were reported.